Event description:
A device report from (B)(4), indicated a hospital in (B)(6) reported: during a procedure, consultant advised the correct usage of va screws. The screws were tightened and re-opened during the procedure. One of the holes deformed and lost it's threads. No further info available.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.